Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported a type ia endoleak and migration was observed on CT. It was noted that 8 heli-fx endoanchors, an endurant cuff, an endurant contralateral limb and non mdt bare metal stents were implanted in the 43 mm aaa due to migration and a type ia endoleak. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.